Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning properly.there was no reported patient involvement.

Manufacturer narrative:
Ps(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in japan where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier revealed that the device was within specification and no fault was found during the evaluation. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no reported patient involvement.